Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip satelec insert 3 broke. The outcome of patient injury is unknown as of this MDR. Additional information has been requested.

Manufacturer narrative:
The two returned start-x tip satelec inserts 3 are actually broken in the active part. No material defect was found during analysis of the rupture patterns. No unused device is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1645657 and #1739308). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend.